Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose reading was 137 mg/dl. The drive support was damaged. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test however, pump alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion test, prime/a33 test, and excessive no delivery test due to a33 alarm.